Manufacturer narrative:
(B)(4). The actual sample was returned and evaluated. Visual examination revealed a mixed mode fracture. The needle exhibited amounts of ductile and non-ductile features. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2015 and suture was used. At the end of the procedure, during suturing the needle was grasped at swage and broke off into the patient. X-ray and additional dissection were performed to remove the broken needle pieces from the patient during the procedure. Another like a suture was used to complete the procedure. Additional information has been requested.